Event description:
Per the clinic, the device was explanted on (B)(6) 2023 (reason for explant unknown). It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on august 15, 2023.